Manufacturer narrative:
The device ro14030 has been inspected for investigation purpose. The tests performed confirmed that hydraulic stabilisation system was defective. The system was replaced as repair purpose. The internal complaint reference is the following: (B)(4). This report was submitted reported on (B)(6) 2017. As part our internal procedure the submission status was verified and appeared to be failed. For this reason this MDR is resubmitted.

Event description:
During a device test part of the preventive maintenance, it was identified that the hydraulic stabilisation system was non-functional. After replacing all hydraulic actuators, pump and reservoir, the motor stops every 1/3 turn when holding down the unlock button. There was no patient involvement reported.